Event description:
It was reported that the patient felt symptomatic and was seen in the emergency room. A loss of capture was observed on the right ventricular as well as some undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.